Event description:
The reporter stated the surgeon inserted an aa4204vl silicone single piece lens and the back haptic tore off. The cartridge touched the patient's eye. There was no patient injury, no sutures. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).